Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a problem during cardioversion. There was no report of negative pt's impact.